Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief. The spinal cord stimulator (scs) system was removed, and all device components were not returned due to surgery center policy.